Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of fungal peritonitis. In 2011, the patient began peritoneal dialysis using dianeal pd4 ambuflex, intraperitoneally for end-stage renal disease. In (B)(6) 2012, the patient experienced drain pain and peritonitis. Pd effluent was taken before the start of antibiotics. The patient was diagnosed with fungal peritonitis. In 2012 (date unknown), the patient was treated with an antibiotics. Fortaz 1 gram was prescribed as treatment for the event of peritonitis. The patient did not require hospitalization. No exit site or tunnel infection was associated with the peritonitis. Cause of the peritonitis was contamination. The patient was re-trained and re-educated on aseptic technique. In 2012 (date unknown), the patient recovered from the event of drain pain and the patient was recovering from the event of peritonitis. At the time of this report, the patient remained on peritoneal dialysis, however the patient was scheduled (date unknown) to have his catheter removed and go on hemodialysis. The reporter stated that the events of drain pain and peritonitis were not related to the pd solution or the home-choice machine, no other baxter pd devices were considered as suspect

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as contamination. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.